Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer stated the insulin pump was not exposed to a high magnetic field. The customer was advised to deliver a 5 units via the cannula. The insulin pump received a motor error alarm again. The customer also changed their tube and reservoir and there was still a motor error alarm. The customer was advised to return their insulin pump. No additional information provided.